Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging she was unable to perform a test on her onetouch ultra2 meter due to it displaying a battery indicator. The patient declined to discuss the incident and therefore the following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue occurred on (B)(6) 2012 at an unknown time. It is not known how the patient was managing her diabetes or what actions, if any, she took regarding her diabetes regimen in response to the alleged issue. She claimed approximately five days later she developed symptoms of "shaking and sweating" for which she reportedly received unknown treatment at the hospital. The patient informed the csr she did not want to discuss the hospital visit. At the time of troubleshooting, the csr noted that the patient obtained a new battery, but she installed it incorrectly and therefore the meter was not powering on; she was also using expired test strips (exp 2010). The csr assisted her with correctly installing the battery and educated her on test strip use. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.